Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.1, laboratory inr: 6.5. The time between testing was less than one hour. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.